Event description:
It was reported that during implant procedure, the guidewire was stuck in the left ventricular lead. The lead was not implanted and replaced. The patient experienced no adverse consequences.

Manufacturer narrative:
(B)(4).